Event description:
It was reported patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2008 due to dislocation. The modular head and liner were removed and replaced.

Manufacturer narrative:
Medwatch was sent in error. Patient is bilateral and this component was not revised. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-00804 / 00805 & 02969).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00804 / 00805).

Event description:
It was reported patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 1993. Subsequently, patient was revised on (B)(6) 2008 due to dislocation and poly wear. The modular head and liner were removed and replaced.